Event description:
Pt had three vein grafts anastomosed with aortic connectors. Eleven months postoperatively, cardiac catheterization demonstrated one graft had "high-grade" stenosis and the two other grafts were occluded. The pt experienced a myocardial infarction and required reoperation.